Manufacturer narrative:
The associated complaint device was not returned for evaluation. It was reported that a patient presented to the doctor¿s office with pain in his right knee approximately seven years post total knee replacement. There are no supporting clinical/patient documents provided for review. However, there are x-ray images that show that the tibial baseplate appears to have fractured. There have been 3 unsuccessful attempts to obtain additional information. It has not been reported whether or not the revision has taken place at this time. Therefore, no patient impact past the noted fractured tibial baseplate can be concluded. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the tibial base plate implant fractured due to an unspecified reason. No revision is planned.

Event description:
The patient was presented in the doctor's clinic with pain in his right knee seven years post deuce knee replacement on (B)(6) 2016. On the x-ray the tibial baseplate appears to have fractured. Revision surgery for broken tibial baseplate occurred on (B)(6) 2016.